Event description:
It was reported the lead was found to be severed into two pieces while in the patient's body. X-rays confirmed the fracture. The lead helix was still fixated in the heart tissue and the lead body was cut off from the helix. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).